Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, DHR (device history records) and lot history could not be reviewed. The customer did not retain a sample for this complaint; as such, functional testing could not be conducted. The customer should be reminded that the dfu (directions for use) state that the infusion cannula supplied in the pack is not intended for high pressure use including but not limited to silicone oil injections. While the sample was not returned for evaluation, based on the customer's reported event, the issue appears to be related to misuse of the infusion cannula. The cannula that is packaged in the pak is not intended for use during viscous injections. (B)(4).

Event description:
A purchasing coordinator reported that the infusion tubing was breaking due to high pressure during viscous oil injection. It was further clarified that the infusion tubing sometimes pops off. There was no harm to any patients. No further information is expected for this case.